Event description:
Manufacturing representative reported that patient will be meeting with neurosurgeon to discuss options.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID 97745 serial# (B)(6) product type programmer, patient product ID 97755 serial# (B)(6) product type recharger product ID 97745 serial# (B)(6) product type programmer, patient product ID 97745 serial# (B)(6) product type programmer, patient product ID 97755-s serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back and got the replacement controller, but still were getting no device found. Pt pressed recharge and got 42, 93, 93. Pss reviewed passive recharge mode and suggested the pt wait 30-45 minutes and then call back if the controller did not progress out of passive recharge mode. Pt called reporting same events. Pt states never did advance after speaking to someone this am. Pt states still will not find device. Agent walked pt through trying to recharge implant and pt could not get out of passive charge mode. Agent walked pt throughresetting equipment and again pt could not get past 91 and was not able to charge. Pt states he does have his reps contact and will call her directly. (B)(6) 2024 (B)(6) (rep): a manufacturer representative called again and said they tried to repair the controller and the controller said, "paired and finished," but when they unlocked the controller, the controller said no device found even though the ins was charged. Tss asked to gather serial number of controller, but mdt rep. Said, "hold on one second" and disconnected call. Caller reiterated issues already reported and that controller (even after unpairing and re-pairing) seems to be losing pairing to ins as it will show "no device found". Caller already connect with tablet without issue to show ins was at 40%. Caller reset controller and and attempt to connect with controller on it's own - this resulted in "no device found". Caller connected recharger and was successful in starting recharge session showing ins at 40%, controller at 90%. Tss walked caller through disable device function which resulted in "no device found". Walking through passive recharge cycle, resulted in antenna locate showing numbers around 80 and then normal recharging session showing ins at 30%. Caller ended recharging session, removed recharger and attempted to turn stim on but received "no device found". Caller stated patient hasn't had any falls/trauma or other surgery/medical procedures. Caller reiterated that they already unpaired and re-paired controller to ins several times and this isn't resolving the issue. Caller didn't have any other external equipment. Tss had caller connect to ins with tablet and successfully generate file. Tss reviewed a replacement controller would be sent as it seems the controller is the issue. Tss sent email to caller so they can call in to provide log and files for analysis. (B)(6) 2024(B)(6) (rep): additional information was received from a manufacturer representative. It was reported that the patient had difficulty with recharging since the end of 2023; thus, the healthcare provider (hcp) did a pocket revision on (B)(6) 2024 and moved the ins to the opposite side. The patient hasn't been able to recharge since the revision. Passive recharge mode showed numbers in the 90s. The manufacturer's technical services specialist (tss) had the rep disable and re-enable the implant twice after multiple passive recharge sessions. Tss had the rep use another recharger and the fixed asset trial controller as well. The rep said that they used the tablet and connected to the ins, but it gave the message of battery too low. Tss had the rep connect with their tablet and it showed implant status at 50%. The rep created the data file and they would send that in. Tss had the rep try another disable and re-enable and the controller showed excellent with patient at 60% battery. Unfortunately, recharge screen went away and patient got no device found again. The issue was not resolved through troubleshooting. A replacement recharger was sent out. (B)(6) 2024 (B)(6) (rep): additional information was received from the manufacturer representative. It was reported that the patient got the recharger, but still couldn't get the normal recharge screen, the patient passive recharged for 2 hours. The manufacturer's technical services specialist (tss) requested a controller replacement. The rep was transferred to hcit to get the data file and log files. The patient was been made aware and to be looking out for the new controller. The patient would let the rep know when they got it, so the patient and rep could meet to setup and try charging/find device. (B)(6) 2024 (B)(6) (rep): additional information was received from a manufacturer representative. It was reported that the pt has received the new controller and rtm from this record but is still having issues. The rep met with the pt on monday. The caller states the controller is able to find the device and pt is able to adjust stim on his own (which was an important aspect of this per caller as the pt likes to feel stim) though the pt noted he is having to have his wife use the controller since the controller has to be very close to the patient. The pt remains unable to charge normally and is getting passive recharge consistently (caller noted seeing 98 for a value). Agent reviewed that it would appear unlikely that replacing external products again will be the resolution and agent advised that since the mdt file had been sent in, agent will check with scs team to see where in the process this is.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
MRI tech reported the patient (pt) said their spinal cord stimulator (scs) system is "dead." Technical services (ts) asked but MRI tech had no additional event information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient product ID: 97755, serial# (B)(6), product type: recharger; product ID: 97745, serial# (B)(6), product type: programmer, patient product ID: 97745, serial# (B)(6), product type: programmer, patient; product ID: 97755-s, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they have been having a hard time with recharging their implant. Caller stated they will have the controller charged up and go to charge the implant, but the controller will go through the searching screens and then say the implant battery is dead and needs to be recharged. Caller added that they will turn the controller back on and start charging the implant again, but then it goes back to the battery needs to be charged screen. When asked for event date, caller stated that since saturday they haven't been able to get it to work at all. Caller noted that they have a hard time finding the implant to start charging, and they move the recharger all around and have the hole of the antenna right over the implant but it still won't connect. Agent had caller reset the controller battery. Caller confirmed no physical damage on recharger cord, pins, controller connector port pins nor battery compartment pins. Agent had caller connect the recharger and position the antenna over the relay box. Caller entered passive recharge mode and saw 89-92-93. Caller raised the paddle into the air and saw 54-55-93. Caller manipulated the recharger cord and saw 91-91-91, 77-90-91, and 77-78-91. The issue was not resolved. An email was sent to the repair department to replace the recharger. See previous case for the report of a software problem that occurred a couple weeks ago. Patient (pt) called back stating they received replacement recharger from this case but is still unable to advance past passive recharge mode and sees no device found. Pt stated they tried several times and reset controller but that did not resolve the issue. Agent had pt reset controller and start charging session; pt saw battery low replace controller battery soon message. Pt entered passive recharge mode and saw 89 as the middle number - pt moved paddle way from implant and saw 30 as the middle number. After about 5 mins, pt was still in passive recharge and an unable to recharge message appeared. Agent reviewed to call back for assistance if needed if replacement controller does not resolve the issue. Agent sent email to repair to replace the controller. Pt called back and got the replacement controller, but still were getting no device found. Pt pressed recharge and got 42, 93, 93. Pss reviewed passive recharge mode and suggested the pt wait 30-45 minutes and then call back if the controller did not progress out of passive recharge mode. Pt called reporting same events. Pt states never did advance after speaking to someone this am. Pt states still will not find device. Agent walked pt through trying to recharge implant and pt could not get out of passive charge mode. Agent walked pt throughresetting equipment and again pt could not get past 91 and was not able to charge. Pt states he does have his reps contact and will call her directly. A manufacturer representative called again and said they tried to repair the controller and the controller said "paired and finished," but when they unlocked the controller, the controller said no device found even though the ins was charged. Tss asked to gather serial number of controller, but mdt rep. Said "hold on one second" and disconnected call. Caller reiterated issues already reported and that controller (even after unpairing and re-pairing) seems to be losing pairing to ins as it will show "no device found". Caller already connect with tablet without issue to show ins was at 40%. Caller reset controller and and attempt to connect with controller on it's own - this resulted in "no device found". Caller connected recharger and was successful in starting recharge session showing ins at 40%, controller at 90%. Tss walked caller through disable device function which resulted in "no device found". Walking through passive recharge cycle, resulted in antenna locate showing numbers around 80 and then normal recharging session showing ins at 30%. Caller ended recharging session, removed recharger and attempted to turn stim on but received "no device found". Caller stated patient hasn't had any falls/trauma or other surgery/medical procedures. Caller reiterated that they already unpaired and re-paired controller to ins several times and this isn't resolving the issue. Caller didn't have any other external equipment. Tss had caller connect to ins with tablet and successfully generate file. Tss reviewed a replacement controller would be sent as it seems the controller is the issue. Tss sent email to caller so they can call in to provide log and files for analysis. Additional information was received from a manufacturer representative. It was reported that the patient had difficulty with recharging since the end of 2023; thus, the healthcare provider (hcp) did a pocket revision on 2024-may-15 and moved the ins to the opposite side. The patient hasn't been able to recharge since the revision. Passive recharge mode showed numbers in the 90s. The manufacturer's technical services specialist (tss) had the rep disable and re-enable the implant twice after multiple passive recharge sessions. Tss had the rep use another recharger and the fixed asset trial controller as well. The rep said that they used the tablet and connected to the ins, but it gave the message of battery too low. Tss had the rep connect with their tablet and it showed implant status at 50%. The rep created the data file and they would send that in. Tss had the rep try another disable and re-enable and the controller showed excellent with patient at 60% battery. Unfortunately, recharge screen went away and patient got no device found again. The issue was not resolved through troubleshooting. A replacement recharger was sent out. Additional information was received from the manufacturer representative. It was reported that the patient got the recharger, but still couldn't get the normal recharge screen, the patient passive recharged for 2 hours. The manufacturer's technical services specialist (tss) requested a controller replacement. The rep was transferred to hcit to get the data file and log files. The patient was been made aware and to be looking out for the new controller. The patient would let the rep know when they got it, so the patient and rep could meet to setup and try charging/find device.